Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in a clinical technical summary, written by edwards lifesciences vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6mm. In this case, the patient¿s access vessel mld was adequate at 6.4mm. The vessel was reported as mildly calcified and mildly tortuous. The patient has a history of mild-moderate pvd. As dissections occurred in two vessels from two different sheaths (one non edwards device), it is likely that the patient¿s pre-existing pvd contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the transfemoral procedure, upon removal of the 16fr esheath, aortogram revealed a moderate non-flow limiting dissection in the right external iliac artery (reia). Initially access was obtained in the rcfa for the 16fr sheath, perclose x 2 placed and sheath inserted with ease and sutured in place. An additional lfa sheath (non-edwards) was placed for wiring of the lmca. After successful valve deployment, the delivery system and sheath were removed. Abdominal aortogram was performed revealing a moderate non-flow limiting dissection in the reia (as stated by the physician - "from the sheath"). A flow limiting dissection in the lcfa from a non-ew device during the insertion of the 6fr sheath; gradient noted. Viabahn covered stents were placed in the reia and leia. Final angio revealed brisk flow throughout the right and left iliofemoral systems. The patient was extubated and transported in stable condition. The patient¿s access vessel minimum luminal diameter (mld) was 6.4mm. The vessel was mildly calcified and mildly tortuous.